Manufacturer narrative:
Additional information.

Event description:
Additional information was received via follow up with the author who indicated that there were no allegations against the leads. The author also stated that there was no connection with the deaths and the leads.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pacemaker quantified physical activity predicts all-cause mortality. Journal of the american college of cardiology.2015;66(6):754-755. (B)(4).

Event description:
A journal article was reviewed that contained information regarding implantable pulse generators (ipgs). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were 18 patient deaths of unknown cause. Further follow up did not yet yield any additional information. The cause of death and device /relatedness has been requested, but not yet received.